Event description:
It was reported that after inserting the intraocular lens (iol) into patient's left eye, physician noted a scratch on the lens. Lens was cut with lens cutters, incision was enlarged and lens was removed. Another lens of the same diopter was placed. Replacement lens model and serial number was not provided. Vitrectomy was not performed. No patient complications were reported. Patient was noted to have recovered and outcome does not significantly interfere with the activities of daily life. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received cut into pieces. The lens was inspected at 10x microscope magnification. Visual inspection revealed that some scratches were observed. A substance that appears to be viscoelastic (ovd) was observed on the lens. In addition the visual inspection revealed a few surface residuals on the lens. The lens condition is consistent with a lens that was inserted and removed from the patient's eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records for the intraocular lens (iol) was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report was generated. A review of the raw material/manufacturing procedures was done during the period when this production order was manufactured and did not show any change that was related to the complaint reported. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.